Event description:
"Insert worn through on medial side." Tibial insert revised.

Manufacturer narrative:
The tibial component cannot be evaluated for rpt'd wear as it has not been returned for evaluation but rather retained by the pt. Two requests for add'l info have been sent. User facility info is unobtainable.